Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon wall 1mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01614. It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 120mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the target lesion. The balloon was inflated up to a maximum pressure of 14atms, not more than twice, and ruptured. The device was completely removed and another 2.0mm x 120mm x 150cm, otw coyote¿balloon catheter was advanced to dilate the lesion. This balloon also ruptured after being inflated up to a maximum pressure of 14atms, not more than twice. The device was completely removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2015-01614. It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 120mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the target lesion. The balloon was inflated up to a maximum pressure of 14atms, not more than twice, and ruptured. The device was completely removed and another 2.0mm x 120mm x 150cm, otw coyote¿balloon catheter was advanced to dilate the lesion. This balloon also ruptured after being inflated up to a maximum pressure of 14atms, not more than twice. The device was completely removed and the procedure was completed with another coyote¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).